Event description:
(B)(40 clinical study. It was reported that in-stent restenosis occurred. On (B)(6) 2013, the patient presented coronary artery stenosis and was referred for cardiac catheterization. The 75% stenosed target lesion was a diffused, bifurcated, eccentric, typec, deno novo lesion located in the mildly tortuous and mildly calcified lesion in distal right coronary artery (rca). The target lesion was 28 mm long, with vessel diameter of 2.25 mm, with a lesion bend of less than 45 degrees. The lesion was treated with predilatation followed by placement of a 2.25 x 8 mm promus element plus stent at 12 atmospheres. Two days post procedure, the patient was discharged from the hospital. On (B)(6) 2013, 6th month patient follow-up was performed and coronary artery stenosis was confirmed in distal rca the following day. Percutaneous coronary intervention was then performed. On the same day, the event was considered resolved.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).